Manufacturer narrative:
Service was not dispatched for this event as this was an internal beckman coulter issue.

Manufacturer narrative:
(B)(4).

Event description:
Sample diluent a and wash buffer ii were validated dilution materials for use with the new dxi onboard dilution testing feature. The current instruction for use (IFU) manuals for hybritech prostate-specific antigen (psa), hybritech-free psa, digoxin, folate, vitamin b12, total triiodothyronine (tott3) and erythropoietin (epo) list both diluent a and/or wash buffer ii as appropriate diluents for manual dilutions on the access 2 immunoassay system. However, the access 2 immunoassay system was not included in the validation testing for those diluents. There was no patient/healthcare worker involvement in this event and hence no serious injury or death is associated with this issue.